Event description:
A customer reported a malfunction indicated by a specific malfunction code on their insulin pump, with no notable events occurring beforehand and no adverse impact on their blood glucose level. The customer's blood glucose did not exceed concerning levels, ensuring there was no adverse impact on their health. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.